Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04986, 05568. Reported event was confirmed by review of provided photographs. Provided picture confirms poly wear. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent right elbow arthroplasty revision approximately fifteen (15) years post-operatively to exchange the ulnar bearings due to pain post-operatively. No other components were removed. Wear of humeral poly component is indicated. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The customer indicated that the patient was not overweight. Concomitant devices: coonrad/morrey interchangeable humeral assembly catalog #: 32810502504 lot #: 70143300. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained by the hospital for bacterial analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent right elbow arthroplasty revision approximately fifteen (15) years post-operatively to exchange the ulnar bearings due to pain post-operatively. No other components were removed. No additional patient consequences were reported.